Manufacturer narrative:
H4: the MFR date is 6/94. Evaluation: a visual inspection of the returned product verified that the inner blister exhibited a large crack towards the proximal end of the implant. The device was most likely dropped or subjected to excessive external forces causing the blister to crack. The package now has foam inserts as an added measure against subjected to excessive external forces.

Event description:
The blister package of the femoral stem component was broken. This event was noticed prior to a surgical procedure.